Event description:
Info received indicates the left head end caster continues to roll when in brake.

Manufacturer narrative:
The tech found the caster was damaged. He replaced the caster to repair the bed.